Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent, fever and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event on the same date of diagnosis. The same date of diagnosis, the patient was treated with vancomycin (1gm /once in 72hours/ intraperitoneal/ ongoing) and meropenem (1gm/ once daily, intraperitoneal/ ongoing) for peritonitis. On an unknown date, the patient was recovered from the event and was discharged from the hospital. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.